Event description:
On (B)(6) 2014 replacement of aortic valve, aortic root, and ascending aorta for severe aortic insufficiency, unicuspid valve, and ascending aortic aneurysm. Used a valve conduit-33 mm valsalva gelweave graft with a 27 mm pericardial tissue valve. Pericardium closed using gore preclude pericardial membrane. Discharged on (B)(6). Readmitted (B)(6) with fever leukocytosis-sepsis. Early postop infection after using gore preclude pericardial membrane resulting in postop sepsis on day 6 and anterior mediastinal fluid collection with persistent leukocytosis and fevers. Taken back to operating room on (B)(6) for redo median sternotomy, evacuation of fluid collection, debridement of sternum, and removal of pericardial membrane. All cultures positive for propionibacterium species. Seen by ID, discharged on (B)(6). Dates of use: (B)(6) 2014 - (B)(6) 2014. Diagnosis or reason for use: used as a protective barrier for (B)(6). Event abated after use stopped or dose reduced: yes.